Event description:
It was reported that during an implant of the right ventricular (rv) lead, after the pocket was closed, the impedance was low, with no capture or sensing. The pocket was then reopened and the physician opted to remove the lead and replace it with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the lead was stretched. It was noted that the distal conductor was distorted, all conductors were stretched, the inner insulation was kinked/buckled and torn, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. Analyst visual comment indicated that the lead had been stretched causing the inner tube to buckle. This prevents proper torque transfer when turning the is-1 pin. When the lead was stretched, the inner insulation tore causing the two conductors to shot out.